Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. We are redacting the MDR for FDA rpt #2182208000-2011-00165 based upon additional information that the lead used during the implant attempt was a competitor lead. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during the implant attempt, the left ventricular lead could not be placed due to difficulty in cannulating the coronary sinus. The lead was removed and another left ventricular lead will be placed at a later date. No patient complications were reported as a result of this event. It was further reported that there were two attempted left ventricular leads during the implant attempt, and these leads were manufactured by a competitor. A medtronic left ventricular lead was not involved with this procedure.

Event description:
It was reported that during the implant attempt, the left ventricular lead could not be placed due to difficulty in cannulating the coronary sinus. The lead was removed and another left ventricular lead will be placed at a later date. No patient complications were reported as a result of this event.